Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump has been spontaneously shutting off and got failed battery test . The customer's blood glucose 114 mg/dl. Customer declined troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No low battery alert and no unexpected battery power loss anomaly noted during test.